Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a message that there was an error in the software. A software download was not successful. The device exhibited premature eri. Previous measured data taken on november 18, 2005 was 2.62 v, 10 ua, 8.1 kohms with a one year longevity remaining.